Event description:
Customer was hospitalized with dka with no troubleshooting done. Pt agreed to return product for evaluation. Unit was returned but was unable to reach customer for further investigation as phone was no longer in service.